Event description:
During a regular IV catheter change the clinician observed that the catheter came apart. The patient was transferred to radiology, the catheter fragment located and removed from the patient.